Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. Before opening the package, it was found that there had been a foreign substance like a hair in the package. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2020. H3 evaluation: we received one 2230 drain in unopened osp. There is a piece of hair looking like eyelash inside the secondary pouch. There is eyelash inside the pouch. The complaint is confirmed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.